Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for basic evaluation (be). The trial patient reported that the leads were not working and did "not go up 0.1." The following day the patient reported they thought the wires had migrated. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as "alive - no injury." There were no further complications reported or anticipated.